Manufacturer narrative:
A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. No disposable, pump turned off, power down and pump turned on messages were found during error history log review. The customers reported issue could not be duplicated. Signs of fluid ingression were found on pump by the chassis base of the downstream occlusion sensor which possibly caused the "alarming" issue. Actions/repairs were done to correct the reported issue: downstream occlusion sensor replaced.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy pump, the pump exhibited alarm. No patient involvement reported.